Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was unknown mg/dl. Customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to disconnect and remove reservoir from the device. The customer was advised to perform rewind process again. The customer was advised to program a easy bolus into the air, bolus amount was recorded in the bolus history. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump had minor scratches on lcd window, cracked case on the display window corner and cracked reservoir tube lip.